Event description:
A greenfield filter was implanted (B)(6) 2001. On (B)(6) 2019 a computerized tomography scan was performed of the pelvis and abdomen. It was noted that the filter was tilted and a perforation off all the struts of the filter occurred. It was noted that one of the perforated struts abuts the right posterolateral wall of the abdominal aorta, two other perforated struts abut the right psoas muscle and another of the anterior struts is abutting a loop of small bowel. No further patient complications were reported.